Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, pump exhibited double beeping with no cassette attached. No patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was duplicated. Found -no disposable- and -high pressure- alarm messages in the event history logs. Found fluid ingression and downstream sensor nub was damaged causing the double beep. Replaced the faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured jun. 2013, and is out of warranty therefore, no manufacturing DHR review is needed.